Manufacturer narrative:
Date of event: (B)(6). Date of this report: 02-apr-2020.

Event description:
It was reported that the ventilator would not power off. There was no patient involvement. The service engineer (se) inspected the device. The se found that when the device powers on, the touch screen locks up and starts to alarm blower stalled, backup alarm, alarm light emitting diode (led) failed, auxiliary supply failed, 35 volt supply failed, patient circuit occluded. The se replaced the power management (pm) board to address the reported issue and the unit passed all testing.